Manufacturer narrative:
(B)(4). No complaint received with return of device. A partial lead with the connector pin measuring 22.0cm was returned for analysis. Insulation degradation was noted at 12.8-13.0cm from the connector pin. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.